Event description:
Consumer alleges heating pad shorted, caught on fire and burned couch, robe and consumer's back. Consumer alleges third degree burn. Consumer says she was sitting or lying on the pad on couch, contrary to heating pad instructions/warnings.